Event description:
It was reported that during intra-aortic balloon (iab) therapy, fiber optic sensor failure occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer then stated that the fiber optic sensor failure happened a few days prior and that morning they were going to ambulate the patient. During the setup process, the transducer indices changed to 1/1 (1) with an augmentation of 1. The iab continued inflating and deflating and they needed troubleshooting help to regain the numbers. After the getinge representative provided the axillary disclaimer, they asked for an image of the console screen. Upon assessment, it was noted that the console was in semi auto mode. The customer informed the getinge representative that setting was changed because the console worked better for the patient in semi auto mode. The getinge representative offered to troubleshoot after they resolved the arterial acquisition issue, and the customer declined help with the setting changes. During their conversation, some additional nurses zeroed the transducer on the console and the pressures and augmentation returned. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a